Event description:
Customer called stating no audible alarm on the no delivery error. Does not hear any beeps when programming a bolus despite beep volume set at highest level. During troubleshooting, pump visually went through testing but no tones were heard.